Event description:
The customer reported two cases of endophthalmitis in patients who were operated on the same day, 2007. The endophthalmitis was diagnosed on six days later. This report is for the second of three patients operated on that day. The patient received an intravitreous injection of fortum (ceftazidime), and vancomycin. The patient also received an intravenous injection of tienam (imipenem, cilastine) and oflocet (ofloxacine). The surgeon reported that there was no pain, no edema, but there was hypopyon and inflammation in the vitreous. The results of the vitreous culture were negative. As of the following month, the patient's eye was calm and the retina was fine. Visual acuity was 1.6/10 after membrane peeling. However, granulocites were altered. The patient outcome is favorable. Prescribed post-op treatment was tobradex, homatropine and vitamine a. The customer claimed that these cases occurred sequentially to a system service performed on thirteen days prior to original date, in which a cassette mechanism was changed. The surgeon believes that the system is not closed, and that he observed bubbles in the system. All instruments used during the procedure were single-use. The customer also reported that three cases were cancelled. Reference MDR #2028159-2007-00420 for the second reported patient event.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. The cassette mechanism was checked and no bubbles were found. The system was subsequently used within days after the reported surgery, without incident.